Event description:
Olympus medical systems corp. (Omsc) was informed by the user that occasionally the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. The video connector pin was corroded. The camera cable was twisted and buckled. Camera cable and imaging unit were flooded. The endoscopic image failure occurred due to flooding of the camera cable and imaging unit. It is possible that the endoscopic image was not displayed because the electrical circuit inside the device was destroyed by a water leakage caused by hitting or dropping the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against water ingress into the device. By following this instruction, omsc determined that the occurrence of the reported event can be prevented. If additional information becomes available, this report will be supplemented.